Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 520 mg/dl. Customer went to the hospital due to consistently high blood glucose levels. Customer advised they had a week-long asthma attack and when their breathing was finally under control their blood glucose levels returned to normal. Customer was advised to avoid using their infusion sets due to the sets being recalled. Customer¿s parent declined to troubleshoot for high blood glucose levels. The insulin pump was not returned for analysis.